Event description:
It was reported that a error message "loudspeaker error" was displayed. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer and confirmed there was a speaker there was a speaker error present; however, it could not be determined if there was still sound coming from the device. A speaker replacement of the device was replaced and returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a error message "loudspeaker error" was displayed. It is unknown if there was still sound coming from the device. The device was in use at time of event, there was no adverse event reported.